Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45l, with lot/batch #a98k6k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when they opened an echelon 3000 45mm stapler on the field, it had hard water marks on the shaft of the device; and that the device looked contaminated. Device was not used on patient and was taken out of service. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 4/27/2026. D4 batch #a98a7p. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned outside its original package, and no packaging was returned for analysis. Since no packaging was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. Furthermore, after visual inspection, no excess lubricant or foreign matter were observed in the device. The event could not be confirmed due to the condition of the returned device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device event log was reviewed, no clinical use was recorded as part of the event log. In addition, photographs were provided showing foreign matter on the device. However, due to the condition of the returned device, it was not possible to determine what may have caused the incident shown in the photos. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98a7p, and no non-conformances related to the reported complaint condition were identified.